Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the physician experienced difficulty passing the guide wire through the left ventricular (lv) lead during the implant procedure. After a new guide wire was flushed multiple times and blood was removed from the physicians gloves, the new guide wire was easily passed through the lead. The lead was implanted. No patient complications have been reported as a result of this event.